Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -7.0/0.5/000 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).